Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Additional information: f9 approximate age of device. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.